Manufacturer narrative:
Corrected data: d4 ¿ UDI. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated the instrument displayed an error code alarm message. The patient did not know the error message and why it was beeping. It beeped during most of patient's home infusion (46hr). Nothing infused. This event occurred at hospital and was operated by a health professional. No patient harm/adverse event reported.